Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient has psoriasis and the lifevest "rubbed him raw" on his sides. There was no alleged device malfunction contributing to the irritation. The patient confirmed that his physician advised him to use "cortisone to help with psoriasis". Patient reported advised his "rash is doing much better".